Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump has received random no delivery errors. The motor in the insulin pump was slower when rewinding and lighting in insulin pump was dimmer. Customer's blood glucose level was not reported. The device was not returned.